Manufacturer narrative:
A siemens service engineer inspected the equipment and it was found to be operating within specifications. Site: (B)(6).

Event description:
It was reported to siemens that a patient received a lumbar scan, feet first. The pt reported having metal in chest from a bypass cardiac surgery, metal in foot, extensive dental fillings from previous oral care and a penile implant with a pump. The operator warned the pt of the risks of the scan and gave detailed instructions regarding the use of the intercom and squeeze ball. The pt continued with the scan without any alert to the operator. Upon completion of the scan, the pt felt a blister inside the mouth. Subsequently, the blister ruptured inside the pt's mouth causing bleeding. The pt was taken to the ER for treatment. The hospital did not disclose the treatment given to the pt nor were images of the injury available.